Event description:
Nurse reported that a patient who had a glaucoma filtration shunt was implanted some time ago, is not experiencing fluctuation in the intraocular pressure (iop). Additional information has been requested.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The root cause cannot be determined and no actions are taken. Additional information has been requested. (B)(4).